Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a flow meter failure. During evaluation, it was confirmed that the flow meter failure also contributed to the reported issue. The flow meter was replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that low flow alarm occurred in arctic sun device while using. Possible malfunction of circulation or mixing pump. As per wo review on 25jan2023, it was noted that there was no patient involvement. As per sample evaluation results received on 12apr2023, it was reported that the root cause of the reported issue was due to a failed circulation pump head. During evaluation, it was confirmed that device had low flow during use. Circulation pump head was replaced. Flow meter failure also contributed to the reported issue. It was noted that the flow meter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Note: the initial reporter zip code in tab e is (B)(4). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that low flow alarm occurred in arctic sun device while using. Possible malfunction of circulation or mixing pump. Per wo review on (B)(6) 2023, it was noted that there was no patient involvement. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed circulation pump head. During evaluation, it was confirmed that device had low flow during use. Circulation pump head was replaced. Flow meter failure also contributed to the reported issue. It was noted that the flow meter was replaced.